Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Treatment of an aneurysm. It was reported during procedure, while advancing the guidewire inside the hyperglide balloon catheter, the tip of the guidewire separated. The tip of the guidewire remained inside the balloon catheter and removed with the catheter. No pt injury reported.